Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A zimmer biomet stem and head were used with a competitor cup. This is considered off label use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202-femoral head 12/14 taper-60246933, 65c-3254-trident all poly cup-unknown , 6197-91-001-bone cement-mjl021. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00180. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that a patient underwent a revision approximately 10 years post-implantation due to pain, metallosis, elevated ion levels, and 2-inch leg length discrepancy. During the procedure the acetabular was found to be loose, severe acetabular bone deficiency, poly moderate eccentric poly wear, and femoral stem well fixed, cement mantle intact, but stained with metallic debris. Head, liner, and cup were revised. Attempts have been made and additional information on the reported event is unavailable at this time.